Event description:
Boston scientific received information that the home monitoring system issued an alert due to a low out of range shock impedance measurement for this right ventricular (rv) lead. The patient was brought into the office for evaluation, however they were unable to reproduce the out of range shock impedance measurement even through induction testing. It was noted that all other lead measurements were within range and no noise was observed. Subsequently the physician opted to continue to monitor the patient via the home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.